Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit received with constant drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarmed during rewind. Problem isolated to the motor. No physical damage noted on motor assembly during visual inspection. Unable to performed displacement, rewind, seating and basic occlusion due to drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Unit received with cracked retainer.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 360 mg/dl. The customer¿s blood glucose value was 298 mg/dl. The customer stated that the insulin pump had flow block alarm. Customer stated insulin did not exit the tubing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with manual injection. Based on customer¿s report customer does not allege under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.